Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2021. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? Unknown. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What is current condition of the patient? Unknown. What was the size of the needle used? Was more than half the needle retained in the patient? Unknown. Device return status/follow up? No device was returned. It was reported that ¿was removed from the tissue by tweezers later¿ was the needle removed during the same procedure? Please clarify - yes, the broken needle was removed by tweezers in the same procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4); (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that ¿was removed from the tissue by tweezers later¿ was the needle removed during the same procedure? Please clarify were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2020, and suture was used. During the procedure, the needle broke. The front half of the needle remained in the tissue, but it was removed from the tissue by tweezers later. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.